Event description:
The physician stated that the pin vise did not tighten like it should have. He stated that the cannula moved after the pin vise was tightened causing the graft to be deployed too low. A main body extension was deployed to make up for the low deployment. No pt injury occurred.